Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports patient¿s battery was replaced. The old battery will be sent by the hospital to the manufacturer for analysis. The new battery had connection issues and impedances as well. The doctor was made aware and decided not to address the leads. Rep attached a picture of the impedances at implant showing multiple contacts with impedance readings of 40,000.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported the controller was replaced. Patient's appointment with their hcp was (B)(6) 2025. Patient believed the cause was due to the battery. Patient stated the plan is to replace the battery; patient voiced frustration and reported it was causing them to charge twice a day.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Product ID 97715, serial# (B)(6), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep confirmed the date of replacement surgery has been scheduled for (B)(6) 2025. Status of device is unknown as device remains implanted until the replacement on (B)(6) 2025.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). The rep reported they met with the patient on (B)(6) 2024 due to a return of pain.  They checked impedances and found high impedances on multiple contacts.  The rep programmed around the impedances, which had resolved the return of pain.  The following day, the patient called patient services reporting they met with medtronic representative the day prior because their implant wasn't working properly. They kept getting a message that the desired settings couldn't be done (agent understood it as settings not available message). Patient said they couldn't feel any stimulation for the longest time and the representative adjusted it and they finally got stimulation to where they could feel something. Patient then said by the time they got home, about 15 min later, the stimulation was so high up again and not working properly so the representative told them to call patient services. Patient also said they think issue is with the implant itself because the controller allows them to turn it off, but not decrease the stimulation; and they were able to shut implant off after it got so high yesterday after the visit. The patient was redirected to their healthcare provider to further address the issue. On 2025-jan-06, additional information was provided. The rep reported that the issues reported were associated with the ins in their back. The doctor's appointment will be on (B)(6) 2025, but it was unknown which rep will be at that appointment. On 2025-jan-07, additional information was provided. The rep confirmed which of the patient's two inss was associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was clarified that no date has been scheduled yet for surgery.